Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) was loaded based on the IFU, the aorta was punched with the aortic cutter, and deployed the seal in the aorta. However, the seal came loose and fell out. The harvester placed a finger over the aortotomy and seal when pulling back on the delivery device. There was some bleeding that did not require blood transfusion. A new device was used to complete the procedure. There was no procedural delay. There were no abnormalities in the patient's condition. Photo provided by complainant shows the delivery device outside the loading device and the seal outside of both devices. All parts have evidence of blood.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) was loaded based on the IFU, the aorta was punched with the aortic cutter, and deployed the seal in the aorta. However, the seal came loose and fell out. The harvester placed a finger over the aortotomy and seal when pulling back on the delivery device. There was some bleeding that did not require blood transfusion. A new device was used to complete the procedure. There was no procedural delay. There were no abnormalities in the patient's condition. Photo provided by complainant shows the delivery device outside the loading device and the seal outside of both devices. The seal appears to be in an unraveled state. All parts have evidence of blood.

Manufacturer narrative:
Corrected section: h6 - medical device ¿ problem code from "1669" to "1664" and "2907".

Manufacturer narrative:
Trackwises#: (B)(4). The device was returned to the factory for evaluation on 05/10/2024. A photograph was provided by the account. The delivery device was observed to be outside the loading device with the plunger depressed and blood in the delivery tube. The seal and tension spring assembly were returned separately, with the seal detached from the blue tether and completely unraveled. The tether was not cut. An investigation was conducted on 05/15/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned placed back inside the loading device. The blue slide lock was off, allowing the white plunger to be depressed. Blood was observed inside the delivery tube indicating an attempt was made to deploy the seal into the aorta. The seal and tension spring assembly were returned separately, with the seal detached from the blue tether and completely unraveled. The tether was not cut. No measurements were taken due to the presence of blood in the delivery tube. Based on the returned condition of the device and investigation results, the reported failures "unraveled material" and "detachment of device or device component" were confirmed. The lot # 3000364553 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.